Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 on a patient with a small atrium. A triclip xtw (60217r1066) was inserted, but the approach had a septal hugger trajectory. The clip was ultimately advanced to the valve and deployed. A second clip, a triclip xtw (60217r1045), was then inserted and grasping was performed. However, difficulties with trajectory and capturing the leaflets occurred, the septal leaflet was observed to be torn and was noted to be due to the first clip (60217r1066). The second clip was ultimately deployed on the tricuspid valve, attached to both leaflets. A third clip, a triclip xtw, was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 2. There was no clinically significant delay in the procedure. The patient was reported to be stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult positioning in anatomy was due to patient condition (small right atrium). The cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.